Manufacturer narrative:
B5 narrative information. Health effect - impact code imaging required f2203. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the bleeding was identified on (B)(6) 2025. The patient underwent a computed tomography (CT) scan. The source of bleeding was a retroperitoneal hematoma. The patient was treated with blood infusion and IV konakion (vitamin k). The bleeding did not resolve before the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including multiple types of organ failure and dysfunction (including renal and hepatic dysfunction), bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, under "anticoagulation", also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that because of nerve pain, the patient's pain medication was changed/intensified from the beginning of autumn. Their international normalized ratio (inr) increased despite the anticoagulation dose reduction. On (B)(6) 2025 the patient presented to the hospital due to melena, extensive retroperitoneal hematomas, and continuous anemia. The need for red blood cell transfusions was found. The patient had liver failure, kidney failure, and multiple organ failure (mof). The patient's level of consciousness started to fade. The patient was placed on palliative sedation after which the pump was turned off. The left ventricular assist device (lvad) worked well the whole time. The patient passed away on (B)(6) 2025 due to mof. The outcome was device or therapy related.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.